Event description:
Event description cpi received information that this implantable pulse generator (ipg) was exhibiting no capture 6 days post implant with an increase in threshold levels. An invasive procedure was performed to analyze the system. Body fluids were noted in the header of the ipg and ventricle lead body. The ventricular lead was repositioned and the issue was not resolved. The physician elected to implant a new bipolar lead and ipg.